Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration/right occlusion only') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergic rash"), multiple sclerosis ("multiple sclerosis"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gi conditions/ gastrointestinal or digestive system condition type: gastroesophageal reflux disease"), tooth disorder ("dental problems"), nausea ("nausea"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine haemorrhage ("reproductive system disorder or condition type of disorder or condition: hematometra"), breast mass ("tumor / teratoma / cancer type: lump in left breast"), insomnia ("other injury(ies) or complication please describe: insomnia") and genital haemorrhage ("abnormal bleeding (general)") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (ablation, essure removal surgery and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, dermatitis allergic, multiple sclerosis, psychological trauma, urinary tract infection, fatigue, gastrooesophageal reflux disease, tooth disorder, nausea, weight increased, weight decreased, vaginal haemorrhage, uterine haemorrhage, breast mass, insomnia and genital haemorrhage outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, back pain, bladder disorder, breast mass, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, insomnia, menorrhagia, multiple sclerosis, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in insert dates: (B)(6) 2010, 2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2010: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received: new events - abnormal bleeding (vaginal), reproductive system disorder or condition type of disorder or condition: hematometra, nausea, neurological conditions or problems type: multiple sclerosis, tumor / teratoma / cancer type: lump in left breast, pain, gastrointestinal or digestive system condition type: gastroesophageal reflux disease, other injury(ies) or complication please describe: insomnia were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration/right occlusion only') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematometra. Previously administered products included for an unreported indication: depo provera. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergic rash"), multiple sclerosis ("multiple sclerosis"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gi conditions/ gastrointestinal or digestive system condition type: gastroesophageal reflux disease"), tooth disorder ("dental problems"), nausea ("nausea"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine haemorrhage ("reproductive system disorder or condition type of disorder or condition: hematometra"), breast mass ("tumor / teratoma / cancer type: lump in left breast"), insomnia ("other injury(ies) or complication please describe: insomnia") and genital haemorrhage ("abnormal bleeding (general)") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (ablation, essure removal surgery and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, dermatitis allergic, multiple sclerosis, psychological trauma, urinary tract infection, fatigue, gastrooesophageal reflux disease, tooth disorder, nausea, weight increased, weight decreased, vaginal haemorrhage, uterine haemorrhage, breast mass, insomnia and genital haemorrhage outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, back pain, bladder disorder, breast mass, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, insomnia, menorrhagia, multiple sclerosis, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in insert dates: (B)(6) 2010, 2009 (B)(6) 2010 (as per pif). Date(s) of removal: (B)(6) 2019 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information , other relevant history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration/right occlusion only') and multiple sclerosis ('multiple sclerosis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergic rash"), multiple sclerosis (seriousness criterion medically significant), psychological trauma ("psych injury"), urinary tract infection ("uti"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), nausea ("nausea"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, dermatitis allergic, multiple sclerosis, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, tooth disorder, nausea, weight increased and weight decreased outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, back pain, bladder disorder, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, multiple sclerosis, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformities data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration/right occlusion only') and multiple sclerosis ('multiple sclerosis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergic rash"), multiple sclerosis (seriousness criterion medically significant), psychological trauma ("psych injury"), urinary tract infection ("uti"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), nausea ("nausea"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, dermatitis allergic, multiple sclerosis, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, tooth disorder, nausea, weight increased and weight decreased outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, back pain, bladder disorder, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, multiple sclerosis, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter and patient demographics were added. Lab data added. Event injury nos replaced events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, device breakage, multiple sclerosis, psych injury, migration, uti, fatigue, gi conditions, dental problems, nausea, weight gain, weight loss, menorrhagia (heavy menstrual bleeding), bladder disorder and urinary tract disorder added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.